Manufacturer narrative:
(B)(4).

Event description:
Patient contacted on (B)(6) 2016 to report that their insulin pump did not display any data on (B)(6) 2016. Patient did not receive any error messages. No injury or medical intervention was reported.